Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient discovered their minicap was cracked approximately eight hours after it was attached to the transfer set. The event was manifested by cloudy effluent. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal cefazolin (1g; frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering and cefazolin remains ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
The treatment with intraperitoneal cefazolin was clarified as 1.5g. Twenty days after the event onset, cefazolin was discontinued and the patient was deemed recovered. Two days later, the patient's effluent was clear. The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection the cracked in the cap was observed. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.